Event description:
The manufacturer's representative reported that the patient's pump was filled with the wrong medication. Instead of dilaudid/baclofen mix, the pump reservoir was filled with a morphine/bupvicaine/clonidine mix. The pump remained programmed to reflect the dilaudid/baclofen concentration and dose. The patient was experiencing sedation and was admitted to the intensive care unit. The drug was going to be removed from the pump and the pump refilled. A follow-up report will be sent if additional information becomes available.